Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the restock alert failed for sterile water 10 ml (med ID (B)(6)) in auxiliary drawer 7 matrix pocket 2 as inventory dropped below minimum on 05/31/2026 without triggering a restock prompt. A technical support specialist cleared inventory records in the interface database for the item on both stations and instructed to perform a pocket inventory to repopulate counts and resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary restock alert failed for sterile water 10ml in drawer 7, matrix pocket 2, as the inventory dropped below the minimum without triggering a restock prompt. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.